Manufacturer narrative:
Manufactured february 5, 2016 ¿ february 8, 2016. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a large volume infusor ruptured after 12 hours of use. The infusor was filled with 240 ml of drug solution. There was no patient injury or medical intervention associated with this event. No additional information is available.